Event description:
Customer reported that the buttons on the insulin pump's keypad were not responding. Customer also reported that the insulin pump returned a button error alarm. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 67 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had intermittent button response due to corroded escape and act buttons on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).